Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report that on (B)(6) 2011, he was hospitalized for low blood glucose levels. The patient was unable to provide his readings. The patient experienced a seizure, and emergency services were contacted. The patient reported he was taken off insulin pump therapy and is not managing his blood glucose levels using insulin injections. The patient confirmed he had not experienced any inadvertent infusion of insulin. He was unable to provide any further details about his status or blood glucose levels prior to this event. The patient did not have the reported pump with him, therefore, it was not possible to troubleshoot the pump and determine if the pump contributed in any way to the patient's injury. As the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received emergency medical attention and hospitalization, this complaint is being reported.